Event description:
Severe coronary artery disease involving a chronic total occlusion and heavily calcified mid and distal lad. Successful percutaneous intervention with balloon angioplasty was performed in the mid lad and the apical lad to revascularize the chronic total occlusion but attempts to place a 2.5x12mm resolute stent in the apical lesion was unsuccessful and the stent became entrapped in the lad due to calcification. Attempts to remove the catheter system resulted in disruption of the catheter delivery system necessitation coronary bypass grafting of the lad. Dates of use: (B)(6) 2013.